Event description:
Additional information received - the facility reported the date of the cataract diagnosis was (B)(6) 2013 and it was a cortical cataract. The icl was explanted on (B)(6) 2014, the cataract was removed and an iol was implanted. The patient's va after explant was 20/80.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported has lost vision due to the development of a cataract. The cataract is mild and is in the center of the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - (lens explanted). (B)(4).

Manufacturer narrative:
Per medical review - the patient reported that she had icl removed to address a cataract development. According to the dcr, dated on (B)(6) 2014, cataract was removed and competitor`s iol was successfully implanted at the same surgery date. Even though, the cataract (cortical) was attributed to the device it is well known that this type is patient or environment related as opacities start as vacuoles and clefts between the lens fibers. The most current va was 20/80 (presumably uncorrected) and the prognosis was iol removal/ replacement to address residual refractive error. It should be noted that literature reports that only (B)(4) of patients develop opacities following icl implantation but only (B)(4) progress to clinically significant, especially in high myopes and older patients. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).